Event description:
As reported, when passing through the heart chambers (right atrium, right ventricle and pulmonary artery) during insertion process of this swan ganz catheter, pressure values were slightly higher than expected for each location. Additionally, there were no major changes on the waveforms displayed during the insertion process through the heart chambers, as expected. There was no error message displayed. Once in the pulmonary artery, the balloon did not fully deflate by itself after unlocking the gate valve. It was deflated using the syringe; however, some drops of clear liquid were also aspirated during the deflation process. Then, the catheter was removed and flush again without problems. After that, the balloon was inflated again while the catheter was flushed through the distal port, causing a liquid leakage from the balloon rather than from the catheter tip. Based on that, it may have an internal communication between the distal lumen and the balloon inflation lumen that allows the liquid to enter the balloon and affect the pressure reading. There was no allegation of patient injury. Patient demographics were requested but were not available. The swan ganz catheter was available for evaluation.

Manufacturer narrative:
The product was returned for analysis; however, product evaluation has not yet been completed. Upon the completion of the evaluation a supplemental report will be sent with the investigation results.

Manufacturer narrative:
The swan-ganz catheter was received by our product evaluation laboratory for a full evaluation. The reported event was confirmed. As received, inflation was tried and catheter leakage was noted at the tip and distal hub. Interlumen leakage was found between the balloon inflation lumen and the distal lumen in the backform. No visible damage was observed from the balloon. All other through lumens were patent without any leakage or occlusion. The thermistor was found to read 37.1 c when submerged into a 37.0 c water bath. No visible damage or inconsistency was observed from catheter body, connectors and returned syringe. As per instructions for use (IFU), "poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks". The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.